Event description:
During the svt procedure, mechanical issues with the cable resulted in a procedural delay. The fiber cable from the amplifier to the dws was damaged and did not work as expected. The cable was replaced with one from another hospital. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.